Event description:
It was reported that the doctor believes the pt had an allergic reaction to the bactiseal catheters. The doctor scheduled shunt revision and replaced both the peritoneal and ventricular catheters.